Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation ablation procedure, a versacross connect for faradrive and a faradrive steerable sheath were selected for use. The patient was put under general anesthetic. Faradrive sheath was flushed and prepped properly without any issue. The physician had fluoroscopy and intracardiac echocardiography (ice) for imaging guidance. The versacross dilator was flushed and was inserted into the faradrive sheath and the versacross rf wire was advanced into the superior vena cava (svc). The physician added some curve to the dilator while it was in the sheath as per usual and then inserted the faradrive sheath with dilator into rf wire up to the svc. Drop down to the fossa ovalis was seen with the assistance of ice imaging. Physician positioned the transseptal products and was about to buzz with the bmc rf generator when it was noticed that the physician was too posterior in the positioning. So it was repositioned a little more anterior as per usual. The physician was satisfied with the location and transseptal puncture was performed. The rf wire successfully crossed the septum. The physician confirmed that the wire was seen in the left atrial appendage. The dilator forward into the left atrium (la) with no difficulty noted, but noticed that there was some resistance when he was trying to insert the sheath into the la. He stated that he pushed a little bit of force to get the sheath into the la. Once the sheath is in the la, typical protocol was to give heparin and glycopyrrolate. Versacross dilator and rf wire were removed at the same time from the sheath. Then, anesthesia stated that the patient's blood pressure dropped down to the 40's. Physician quickly looked on ice and there was a significant pericardial effusion visible (globally). Cardiopulmonary resuscitation was started on the patient and code blue was announced. The ep did a pericardiocentesis initially to remove the blood but they were unable to control it. Cardiac surgical team was called and a sternotomy had to be performed. Cardiac surgeon stated that there was a hole (ep said that it was potentially the size of the dilator, but not big enough for the sheath) in the left atrial appendage. Cardiac surgeon was able to clip the laa close epicardially. Patient received blood transfusion. Once, laa was clipped, patient has stabilized. Cardiac surgeon closed the chest up. Patient was stable post-procedure and was sent to cardiovascular intensive care unit (cvicu). The physician believes that the products did not contribute to the patient complication. The device is not expected to be returned for analysis (disposed).